Event description:
It was reported that while attempting to pair a new libre 3+ sensor to the ilet, the user received a pairing failed alert due to interference from an unstopped prior libre sensor in proximity, consistent with an intermittent communication failure involving electrical and magnetic components such as the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between sensors that resolved after removing the old sensor from proximity, toggling cgm selection, restarting the ilet, and scanning the new libre 3+ to enter warmup. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.